Event description:
The rptr did meter to lab comparison tests, about 15 minutes apart. Rptr's meter reading was 114 mg/dl, and the lab test result was 212 mg/dl. Rptr did not have any symptoms. On followup, the rptr checks the confirmation dot when testing. Rptr's technique of applying blood, as described, is accurate; rptr cleans the meter on a regular basis. No harm was alleged.